Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 25-sep-2019 and inspection of the unit was performed on 26-sep-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, bending rubber pinhole, distal tip annual maintenance, insertion tube bump at stage 1, failed wet leak test, lightguide prong cover glass set loose, failed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body, bending rubber leak at proximal side. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and approved by final qc on 03-oct-2019: bending rubber, o-rings and seals, distal case/cap. The duodenoscope was delivered to the customer on 03-oct-2019 under delivery order (B)(4).